Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was defective and caused impact on the customer's blood glucose levels and a1c. Reportedly, the customer was not using the pump for insulin therapy and has reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.